Manufacturer narrative:
The reason for this complaint was a primary surgery reported as product lots being mixed during cleanroom processing. The healthcare professional indicated that this event occurred during surgery, away from the patient. No risk, adverse event, or negative outcome were reported by the surgeon. There was no delay in surgery and the surgery was completed as intended. The implants were inspected prior to use and were deemed acceptable for use. The agent was present during surgery and was able to source replacement implants after the reported defect. The reported empowr insert was returned to djo for examination. The defect was confirmed. A review of the device history record (DHR) revealed that work order (B)(4) was processed within the cleanroom sterilization process at the same time as work order (B)(4) for pn 341-16-711 lot number 155t1035. Upon completion of sterilization and were placed within the incorrect transportation bin. Reference (B)(4) for further details on investigation. A review of the device history records (DHR) revealed, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production that are related to the reported issue. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was product lots being mixed during cleanroom processing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - wrong insert packaged in wrong box. (16mm insert) a left, size 11, 12mm empowr 3d knee insert package was opened and a left, size 11, 16mm empowr 3d knee insert was inside. The surgeon continued with the trialing process and ended up implanting a size 11, 14mm empowr 3d knee insert.